Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. Suresound: according to the instructions for use (IFU). Adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch MFR's report# 1222780-2010-00199. Following an unsuccessful cavity integration assessment (cia) test during a novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation. The ablation was aborted. No treatment was needed for the perforation. The pt was an in-patient for another reason and was returned to her room. A hysteroscopy adn dilatation and curettage (not hologic devices) and sounding were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.